Event description:
It was reported that a cdh33 was used during a left colonic resection procedure. It was reported by the affiliate that the surgeon closed the stapler, released safety catch and fired within range. The crunch and doughnuts were correct, but the staples failed to form at all, leading to the anastomosis falling apart. The device cut but did not staple. The procedure was then sutured. Staples included in the plastic phial.